Event description:
It as reported that occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 300 mg/dl at time of event.